Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On 13/oct/2022 it was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 13/oct/2022 it was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Attempts to obtain additional information were unsuccessful.

Event description:
On 13/oct/2022, it was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Correction: h1.

Event description:
On (B)(6) 2022 it was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Attempts to obtain additional information were unsuccessful.